Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed that the unit was returned without the imaging window. The imaging window was detached at the lap joint. Two kinks were observed on the imaging core and a kink was observed in the sheath assembly from the femoral marker to the proximal end. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. A broken drive shaft and ic windup was found within the telescope section of the device. Ic windup began 18.50 cm from the distal end of the connector shaft. No other visual damages were encountered. Impedance testing showed an electrical short at the proximal wave form. Microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces before the flushing process.

Event description:
Reportable based on device analysis completed on 09/10/2021. It was reported that visualization issues occurred. The target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. The opticross imaging catheter was advanced to view the target lesion, however, during pullback the image was lost. The physician felt that y-connector was considerably tight and it seemed that it got entwined. The catheter was replaced and the procedure completed with no injury to the patient. However, device analysis revealed a detached imaging window and it was further reported that when the catheter was being removed from the patient, the imaging window detached outside the patient.